Event description:
The pt was a (B)(6) female who underwent tissue avr/tube graft replacement of the aorta on (B)(6) 2014. Three products were used on the pt including bard vascular felt lot # huya0437 exp: 01/01/2019. Dr (B)(6) was the surgeon. By all indications the surgery was successful. On (B)(6) 2014, while visiting relatives in (B)(6), the pt began running a fever and had word finding difficulties. Upon admission into the ER, a head CT revealed an acute subarachnoid hemorrhage and the cta of the thorax discovered a mass in the area of the replaced valve. On (B)(6) 2014, the surgeon at (B)(6) medical center ((B)(6)) removed the infected ascending aortic graft and valve and replaced. The explanted products were found to have a fungal infection identified as rhizopus. (B)(6) infection prevention and control notified (B)(6) at that time of the issue. On (B)(6) 2014, the pt was sitting up in a chair and wanted to get fresh air. She had infection at the time but was progressing well. On (B)(6) 2014, the pt died.